Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken, bent and blackened. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the duodenal ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician went to perform sphincterotomy, it was noticed that the cutting wire was detached at the distal end of the tome. The procedure was completed with a second truetome 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the duodenal ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician went to perform sphincterotomy, it was noticed that the cutting wire was detached at the distal end of the tome. The procedure was completed with a second truetome 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.